Event description:
It was reported via repair work order that the stair pro cannot engage stairs properly due to the left side track belt coming off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.